Event description:
On (B)(6) 2013, biologic waste was discovered in the internal mechanism of two genadyne wound therapy units. These wound therapy units provide suction to create negative pressure for a wound therapy technique currently referred to a "wound vac". These units were taken out of svc on the dates indicated above. The vendor, genadyne biotech, inc. Was notified of this issue on (B)(4) 2013. Diagnosis or reason for use: therapy to promote wound healing.